Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The patient reported a sensor failure or a failure to alert issue occurred with the cgm. Sunday evening, the patient administered 2 units of insulin, ate dinner, and went to bed at approximately 8:30 pm. The following morning, the patient¿s friend found the patient in bed, incoherent and called emergency medical services (ems). Ems arrived, the patient¿s bg was 30s mg/dl, administered an oral glucose and the patient became more coherent. The patient reported his cgm app had not alerted but his phone had alerted for a text message. He was not transported to the hospital and recovered at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.